Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis found the instrument's grip cables to be broken. One grip close cable was broken at the distal idlers. The idler pulley spun freely and did not exhibit any damage. The cable segment was observed to be sticking out at the wrist. The other cables were undamaged. No other damage was found. The customer reported complaint does not in itself constitute a MDR reportable event; however, the broken cable if to recur could cause or contribute to an adverse event.

Event description:
It was reported that during a da vinci surgical procedure, it was identified that the cable broke on the megasuturecut needle driver instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.